Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication or allegation of a product malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on ()(6) 2017 while wearing the lifevest. Prior to passing, the patient received an inappropriate treatment. The patient was brought to the ER where hospital staff removed the lifevest and performed CPR. A review of the downloaded data indicated that the patient was treated prior to device removal. The patient was treated on (B)(6) 2017 at 09:24:01 with a rhythm of asystole with CPR artifact. The patient remained in asystole with CPR artifact, and the device was removed at 09:42:15. Prior to the inappropriate treatment, the patient was in a non-treatable, non-life-sustaining rhythm of asystole. There is no allegation to suggest that the device contributed to the patient's death.